Event description:
Customer called to report damage to the insulin pump. Customer stated that the reservoir compartment is hanging out and part of the o-ring is gone. Customer's blood glucose reading was 155 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing reservoir tube o-ring.